Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination, the unit was found to require. Replace generator pcb, replace broken cover enclosure.

Event description:
It was reported that during an unknown procedure, when the device was installed the generator alarmed and displayed the handpiece was wrong. But the handpiece could be used in another device. There was no pt consequence.